Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Missing segments noted due to cracked and bleeding lcd glass. However, the insulin pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Cracked reservoir tube tip, scratched display window and cracked case near display window corners noted.

Event description:
Customer reported that he was in a car accident and the pump was damaged. It is unknown whether the customer was hospitalized, if he was the driver or if he was wearing the insulin pump. Attempts were made to contact the customer to get further details, however were unsuccessful. No further information reported.